Manufacturer narrative:
(B)(4). Results: stroke. Conclusions: based on the information provided, no root cause can be determined.

Event description:
One endeavor rx drug-eluting stent implanted to the mid lad during index procedure. Patient was asymptomatic at 30 day and 6 month follow up. Revascularization was performed approximately 1 year post index procedure. Clinical indication for intervention was objective signs of ischemia at rest or during exercise, presumably related to the target vessel. Patient underwent ptca with stenting of an endeavor sprint drug-eluting stent in the mid lad. The investigator reports that the event was not related to the study device/procedure. Patient was asymptomatic at 1.5 and 2 year follow ups. Approximately 13 months later, the patient suffered a stroke. The investigator reports that the event was not related to the study device/procedure. Patient was asymptomatic at 2.5 and 3 year follow ups. Reference MFR report number 9612164201100081.